Event description:
Procedure: nissen. According to the reporter: the shaft broke inside the pt's cavity during the case. The pieces were recovered from the pt. There was no pt injury reported.

Manufacturer narrative:
(B) (4).